Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and was unable to deliver pacing. Further troubleshooting is expected at a future date. This lead remains in service. No adverse patient effects were reported.